Event description:
Customer reported via phone call that the insulin pump was alarming. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave an alarm during the basic occlusion test due to a slightly loose drive support disk. The pump also had minor scratches on the lcd window, and cracked battery tube threads.